Manufacturer narrative:
This referenced scope was not returned to the manufacture for evaluation. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. On june 7, 2019, the user facility further reported that facility's internal investigation indicated they have narrowed the cause down to the ice that is used for procedures has been contaminated.. The ice machine they have been using to get their ice from for the procedure was tested and came back positive for acid- fast bacilli (afb) but the species is unknown at this time. The manufacturer will continue to investigate this report to obtain more details regarding the reported event. This report will be supplemented when new and significant information is received.

Event description:
The manufacture was informed the scope cultured positive for mycobacterium peregrinum after reprocessing. There was no patient infection reported with this scope. The scope's culture was sent to the state of new jersey for further analysis. The scope was stored in a mass medical scope locker s8.